Event description:
It was reported that shortly after implant this lead exhibited high pacing thresholds and impedance issues due to a dislodgement. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.